Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station needed maintenance. The customer reported that the full-height legacy cubie drawer 5 was not open. A field service engineer diagnostics indicated that the drawer was open, and the position sensor read 0 when the emergency lever was engaged. The device was shut down, and both sensors were replaced, but the issue persisted. The controller board was then replaced, after which the device was rebooted, and the drawer was configured to the correct location. Verified that the full height cubie drawer was operational in the diagnostics tool successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station needed maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.